Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Images and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device for pad. It was reported that the procedure was completed successfully. When removing the catheter, the tip of the wire broke off and the fragment inside the body was retrieved by snare. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4 manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: guidewire was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a guide wire was received. The guide wire was found broken at 34 cm from the tip of the golden tip. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device for pad. It was reported that the procedure was completed successfully. When removing the catheter, the tip of the wire broke off and the fragment inside the body was retrieved by snare. There was no reported patient injury.